Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness/painful numbness"), dysgeusia ("metallic taste/strange taste in my mouth"), nausea ("nauseous"), abdominal pain lower ("cramps"), musculoskeletal pain ("shoulder hurt") and genital haemorrhage ("bleeding really bad"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypoaesthesia, dysgeusia, nausea, abdominal pain lower, musculoskeletal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, genital haemorrhage, hypoaesthesia, musculoskeletal pain, nausea and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, hypoesthesia, dysgeusia, lower abdominal pain, muscoskeletal pain, nausea. Amendment: the report was amended for the following reason: all relevant information was received from deletion case no. -(B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness/painful numbness"), dysgeusia ("metallic taste/strange taste in my mouth"), nausea ("nauseous"), abdominal pain lower ("cramps"), musculoskeletal pain ("shoulder hurt") and genital haemorrhage ("bleeding really bad"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypoaesthesia, dysgeusia, nausea, abdominal pain lower, musculoskeletal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, genital haemorrhage, hypoaesthesia, musculoskeletal pain, nausea and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, hypoesthesia, dysgeusia, lower abdominal pain, muscoskeletal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness/painful numbness"), dysgeusia ("metallic taste/strange taste in my mouth"), nausea ("nauseous"), abdominal pain lower ("cramps") and musculoskeletal pain ("shoulder hurt"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypoaesthesia, dysgeusia, nausea, abdominal pain lower and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, hypoaesthesia, musculoskeletal pain, nausea and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, hypoesthesia, dysgeusia, lower abdominal pain, muscoskeletal pain, nausea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.